Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to shave an atheroma in the superficial femoral artery using a hawk one directional atherectomy device. Some of the shaved atheroma was seen coming out the side of the nose cone. The physician used an embolic protection device for this procedure. He completed the procedure using a thrombectomy device. Evaluation summary the hawkone was received and inspected. The torque shaft had an approximate 45 degree bend beneath the strain relief. The distal assembly was inspected and the outer layer was seen to be protruding from a hole. The hole was approximately 1.7cm from the cutter window on the same plane as the opening of the cutter window. At the location of the hole biological debris was noted. The hole was inspected under microscope and the hole/tear ran parallel with the stainless steel coils and penetrated the tecothane jacket.